Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a maxzero product was not available for investigation; and the material and lot numbers of the affected sample were not provided. The feedback provided by the customer indicates that leakage occurred at the connection between the maxzero and a connecting catheter. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. In this instance there was not enough information to positively link this feedback to a specific failure mode; however a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against products in the maxzero product family in the past 12 months.

Event description:
It was reported that the unspecified bd maxzero¿ needle-free connector was cracked. The following information was provided by the initial reporter, translated from portuguese: "for a few months and with high frequency, connector has been presenting cracks that are noticed when connected into catheter and medication is administered, or when collecting exams when it presents a huge leakage and make hard to collect the exam."